Event description:
It was reported that the health care professional (hcp) called for review of an electrogram (egm) for this patient with an implantable cardioverter defibrillator (ICD) system as there was a concern of right atrial (ra) loss of capture. It was noted that the patient also has a ccm impulse device. Technical services (ts) reviewed the data and found there is intermittent atrial undersensing of p waves. As a result, there is functional non-capture of the ap which occurs during repolarization. Additionally, there was several ap-ns markers. Ts recommended an in-clinic evaluation and provided programming options. At this time, the device remains in service. No adverse patient effects were reported.